Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that there was a kink in the catheter shaft and there was a break noted 4mm from the strain relief. No other anomalies were noted on the device. It is possible that the device was damaged during unpackaging of the device or during preparation of the device causing the break. Based on the investigation, it appears that the reported and observed issues occurred from handling damage.

Event description:
Analysis of the returned device noted that the shaft was broken. No consequences to the patient were reported.